Event description:
It was reported that the patient¿s device ¿was revised in (B)(6) 2012 and the surgeon put it in further.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3986a, lot # n363151, implanted: (B)(6) 2012, product type lead; product ID 3986a, lot # n363142, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).